Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. The facility's glidescope titanium lopro t3 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported failure. Visual inspection identified scratching on the camera lens window. When connected to verathon's test equipment, the blade produces a poor-quality image. Furthermore, the blade's light-emitting diode (led) does not illuminate. The blade failed verathon's device functionality testing. Upon review of the device history for the laryngoscope, it was determined that the device was manufactured on november 3, 2021, and is past the three (3) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, three (3) years and eight (8) months, may have caused or contributed to the event. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the device was returned to the customer as-is per their request, as it is unrepairable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A facility reported that during a patient procedure, using a glidescope titanium lopro t3 reusable laryngoscope, an image displayed on the connected monitor, but there was no light emanating from the laryngoscope. It was reported that once the laryngoscope was inserted into the patient's mouth to prepare for intubation, the image went dark (loss of ambient light). After obtaining another glidescope titanium laryngoscope, users were able to successfully intubate the patient. No delay in procedure or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.